Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from the minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The one actual sample was received in an open pouch. The sample was visually inspected and the sponge was found to be fully separated from the cap, which verified the reported event. The cause was determined to be mishandling during shipping and distribution. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.